Event description:
This complaint was reported by a customer from (B)(6). Leakage issue.

Event description:
This complaint was reported by a customer from the USA. Leakage issue.

Manufacturer narrative:
Investigation type: eitan medical inspected the photo provided by the customer and the lot history records of the set used by the customer during the event. Investigation findings: the complaint was confirmed based on the photo provided by the customer. However, no discrepancies that may have caused or contributed to a complaint of this nature were identified. All quality assurance tests performed during the set manufacturing passed successfully and no additional complaints of this nature were received by eitan medical. Conclusion: visual inspection of the photo indicates the event was most likely a result of misuse.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. It was reported that no human harm occurred, and no medical intervention was required.